Event description:
It was reported that a user experienced intermittent loss of glucose readings on the ilet due to signal loss from a dexcom g7 sensor, after which readings resumed during troubleshooting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.